Event description:
It was reported that prior to a ptca procedure, the liberte bms stent dislodged from the delivery system. When the physician removed the stent from the protective hoop, he noticed that the stent had dislodged from the stent delivery system and was loose in the protective hoop. The device was not used in the procedure. No patient contact. Patient status listed as "good".